Manufacturer narrative:
A complete lead was returned for analysis. As received, visual inspection of the lead found damage that is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of increased capture threshold and loss of sensing were not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the there was a loss of sensing and an increased capture threshold in both of the right ventricular (rv) leads. Both leads were explanted and replaced and the patient was stable with no consequences. Related manufacturer report number: 2017865-2017-32156.